Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic hepato-biliary-pancreatic laparoscopic cholecystectomy procedure, peeling of the probe was observed while using the sonicbeat energy device. The device was inspected prior to use and no abnormalities were identified at that time.as a result of this event, the surgical procedure was prolonged while the patient remained under sedation. The additional procedural time was less than 30 minutes. The procedure was completed successfully using an olympus back-up device. No intra-body dropout was reported. No patient harm or health hazard was associated with this event. There was no report of any adverse patient outcome..